Event description:
Medtronic received information regarding a navigation system being used outside of a procedure. It was reported that during inspection, the tip of an awl tactile probe was found to be bent. No patient was present. It was reported that this was found during cleaning and sterilization.

Manufacturer narrative:
H6) the tactile awl had a visibly bent tip.with markers attached and fully seated, it displayed good geometry errors but with high divot error readings due to the bent tip. This regulatory report is being submitted due to retrospective review through CAPA 626390. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.